Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, elevated cocr levels, osteolysis, lack of mobility, and bone, tissue and muscle damage. Subsequently, the patient was revised on (B)(6) 2012. Legal counsel for patient alleges that during the revision procedure the patient¿s femur fractured due to corrosion on the trunnion of the stem. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the patient¿s revision operative report indicates revision was due to pain, difficulty ambulating, elevated metal ion levels and a leg length discrepancy. Operative report further notes the presence of scar tissue, alval, armd, fluid, atrophic avascular scar tissue, metal debris, corrosion on the trunnion, osteolytic bone loss, osteolysis and the fracturing of the femur during removal of the stem. The modular head, stem, acetabular cup and taper liner were removed and replaced with competitor¿s components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿undesirable shortening of limb.¿ and ¿ fretting and crevice corrosion may occur at interfaces between components.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-04430/-06055/-06056/-06057).